Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a computed tomography (CT) scan showed what appeared to be a micro-perforation with the active fix- ation atrial lead. Since the effusion was small and there was no impairment of device function or patient comfort, the lead would not be repositioned but would be monitored.